Event description:
Procedure: pneumonectomy on the left lung. Reportedly, the surgeon fired the instrument with 6 dlus. At the time of the surgery, he did not experience any difficulty firing the instrument. The ta 30 was fired over the pulmonary vein and artery, as well as the supplementary vessels. Later that day the patient was unwell and diagnosed as having a leaking pv and was returned to theatres. The surgeon performed an investigative repair surgery and noted small oozing from the supplementary vessels, (which he noted as acceptable), but found the pv had a significant leak that required suture closure to retain hemostasis. Re-operation required due to bleeding from pulmonary vein, 1 day post initial surgery.